Event description:
The device received has been classified as an un-reconciled blind unit. No further information is available.

Manufacturer narrative:
(B) (4). (B) (4). Jaw misaligned, malformed clip. Evaluation summary: the analysis results of the er420 found that it was received with one clip in jaws and with the jaws misaligned. It was cycled, fed and formed eight conforming clips and four class I scissored clips. It could not be determined what may have caused the damage found. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. Our manufacturing batch history review identified that clip scissoring issue was detected during the manufacturing of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution.